Event description:
It was reported that an alert for capacitor charge time limit reached was noted on merlin transmission. During device check, manually capacitor maintenance was performed three times and all reached charge time limit. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of long charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench with a set of known functioning hv capacitors, and no anomalies were found. The original hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.